Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. However, the home patient reported disconnecting from the setup without following proper disconnect procedures. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. The guide also provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A formal review of the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during drain four on the homechoice (hc). The patient was connected at the time of the alarm. During troubleshooting, the home patient (hp) stated that they had disconnected during use without following proper disconnect procedures. The technical service representative (tsr) assisted the patient in clearing the alarm and reviewed proper procedures with the hp. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.